Event description:
The caller reports that the staff tested the patient and obtained a 68mg/dl and 171mg/dl on the accu-chek inform system. The results were obtained within a ten minutes timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for patient 3 with patient. Reference medwatch with a1 patient for patient 1 and medwatch with a1 patient for patient 2.